Event description:
It was reported that the insulin pump experienced a vibrate anomaly, as the device did not vibrate when an alarm went off. The customer confirmed that the vibrate setting was selected as the alert type. The blood glucose reading was 158 mg/dl. Upon troubleshooting, the insulin pump did not vibrate during the vibrate or self test. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator black wire. The insulin pump also had a minor scratched display window.